Event description:
Drug/diluent: naropin, (B)(6), fill volume: 400 ml, flow rate: 6 ml/hr, procedure: arthroscopy of right knee, cathplace: right knee. The pump was totally empty in 48 hours and set at 6 ml/hr the whole time. No adverse event, yes pt contact.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. Conclusions: the sample will be evaluated when received and a f/u report will be filed.